Event description:
Laparoscopic appendectomy - "dr. (B)(6) was performing a laparoscopic appendectomy and he was placing his first trocar by going in direct under direct visualization. He entered supra-umbilical in order to see the muscle layers. He saw the initial layer, but then didn't see the other layers before he entered the peritoneal cavity and perforated the aortic artery. He immediately converted to an open procedure. Pt is doing fine." Type of intervention: "dr. (B)(6) converted from laparoscopic to open to repair the perforation in the aorta. He put two stitches in the artery and that repaired the injury. He commented the pt remained stable throughout the whole procedure."

Manufacturer narrative:
No product is being returned for eval and no lot # has been provided to the MFR for review. A device history report of the incident will be conducted and a f/u report will be sent within 30 days or upon completion of the eval.